Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported problem issue during testing and evaluation. The ventilator was tested with a known good ac adapter connected. The ventilator was powered on and the ventilator powered on properly. Moments after being powered on, the ventilator shut down and went into a reset cycle. The ventilator could not be properly shut down or powered on. Bench testing revealed a malfunctioning main flex was creating the power on/power off issue. Visual inspection of the main flex revealed the presence of an unknown contaminant and a puncture point on the main flex.

Event description:
It was reported to vyaire medical that the unit would not fully power down or up. The unit stated ventilator reset one time and was stuck in a constant reboot loop. There was no patient involvement associated with this event, this incident occurred during set up.